Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: when the nurse collected blood from the patient, she found that the low draw of the yellow blood collection vessel and there were obvious cracks at the bottom, which resulted in insufficient negative pressure and the blood collection volume could not be collected in place. The yellow blood collection vessel was replaced

Manufacturer narrative:
Investigation summary: material #: 367989; lot/batch #: 1340583. Bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue relating to damaged product was not observed. Additionally, twenty (20) retention sample were evaluated by functional testing and the issue relating to underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged product or underfill . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: when the nurse collected blood from the patient, she found that the low draw of the yellow blood collection vessel and there were obvious cracks at the bottom, which resulted in insufficient negative pressure and the blood collection volume could not be collected in place. The yellow blood collection vessel was replaced